Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted nine smart coils and fifteen other coils into the target location. Next, while attempting to advance another smart coil into the microcatheter, the smart coil became stuck at the distal tip of its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint out of the friction lock. Further evaluation revealed additional kinks in the pusher assembly. This damage was incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.